Event description:
It was further reported that a pace impulse was sent with capture of the myocardium and the ventricular sense light flashed after the ventricular pace inhibiting the next pacing pulse. The telemetry monitor indicated there was nothing for the epg to sense and therefore the epg inappropriately oversensed and underpaced; causing the patient to pace at 30ppm rather than 60ppm.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an inhibition of pacing issue was experienced when using two external pulse generators (epg's) on a patient. It was noted that programming was set to vvi 70 with sensing programmed to 16mv. The physician noted a ventricular pace then ventricular sensing (vs) was indicated by a flashing light. Actual pacing rate on EKG was 35bpm and right heart catheterization placement was checked with good location. The physician chose to program a voo mode at 70 to prevent any oversensing. It was further noted that the patient was in the intensive care unit (ICU) with monitoring equipment being utilized. No patient complications have been reported as a result of this event.